Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment and the issue was confirmed. The dvi-d connector on back of monitor to be loose. The display was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A manufacturer representative reported that outside of a procedure the image was flickering on the mobile view station (mvs) monitor on the imaging system. There was no patient present when this issue was observed.

Manufacturer narrative:
The display for the viewing station of the imaging system was returned to the manufacturer for evaluation. It was noted that an intermittent connection occurred due to missing standoffs.